Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, greyed out medications. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications had been greyed out. A technical support specialist stated that the device had been offline for more than a year and therefore required a manual recovery. The tss have performed the manual recovery and updated the device name and uploaded the data to the electronic protected health information, then the server showed preadmitted patients. The system functioned as intended after the technical support specialist had troubleshoot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, greyed out medications. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.